Event description:
During a clinic follow-up, inappropriate high-voltage (hv) therapy and inappropriate anti-tachycardia pacing (atp) were delivered by the device due to an incorrect interpretation of signal. Additionally, episodes of undersensing were observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.